Event description:
The initial reporter received questionable albp albumin bcp and crep2 (creatinine plus ver.2) results from several patient samples tested on the cobas 8000 cobas c 701 module. The reporter was able to provide two examples of questionable results. The initial results were reported outside of the laboratory. The physician asked for reruns of the patient samples. Sample ID : 113891613201. The initial albumin result was 19.9 g/l. The repeat result was 0.2 g/l. Sample ID :113887769813. The initial creatinine result was 6 umol/l. The repeat result was 75 umol/l. The creatinine reagent lot number is 689587. The expiration date was requested but not provided. The albumin reagent lot number is 704615. The expiration date was requested but not provided.

Manufacturer narrative:
The field service engineer (fse) inspected the module and found one of the vacuum tubes to be damaged due to contact with the plate. He then replaced this tube. He verified the rinse levels, photometer, and cell blank measurements were within specifications. The customer performed qc with successful results. The investigation determined that the issue was due to insufficient service maintenance (maintenance of cell rinse tube). After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.